Event description:
In 2006, four gore tag thoracic endoprostheses and a cook z stent were implanted to repair a thoracic aortic aneurysm that extended into the aortic arch. The next day, a postoperative computed tomography scan revealed a proximal type I endoleak from the cook z stent and a gore tag thoracic endoprosthesis. The following day, another gore tag thoracic endoprosthesis was implanted. The reintervention did not resolve the proximal type I endoleak. However, it was reported that the proximal type I endoleak was small and residual.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2006, four gore tag thoracic endoprostheses were implanted (lot#03719533, lot# 04125271, lot# 03744056, and lot# 03744124). Two days later, another gore tag thoracic endoprosthesis was implanted (lot #03652998).